Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "clinician placing single lumen had doppler and ECG. Patient did have abnormal rhythm but pwave was present and clear. Clinician finished procedure on a steady blue bulls eye. Ordered xray. PICC was 8cm deep. PICC was repositioned and patient was fine." No patient harm or injury. Patient's condition reported as "fine".

Event description:
It was reported "clinician placing single lumen had doppler and ECG. Patient did have abnormal rhythm but pwave was present and clear. Clinician finished procedure on a steady blue bulls eye. Ordered xray. PICC was 8cm deep. PICC was repositioned and patient was fine." No patient harm or injury. Patient's condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4).